Event description:
It was reported that a clearlink, non-dehp solution set was leaking from below the chamber tubing. This issue was identified during chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: after noting the leak, the infusion was stopped with 31 mg left to be infused; 202 ml of taxol given. The doctor chose to forego giving the patient the remaining 31 mg of taxol this day (omitted on initial). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.